Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint is confirmed. Visual examination of the returned product identified signs of use (nicked/gouged) and the dovetail feature is compressed and flared out. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in [nexgen lps-flex fixed bearing knee surgical technique. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was having a total knee arthroplasty a polyethylene tibial insert was opened and a manufacturing defect was noted on its lower surface. The defect prevented the correct adjustment of the tibial insert to the tibial metal component, leaving it loose and making it impossible to fit. Another insert was opened and used to complete the procedure. Attempts have been made and no further information has been provided.